Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 6fr angio-seal device was returned to for product evaluation. The returned device included the locator, hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked and the anchor was visible within the distal tip. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then set to the fully rear-locked position. The anchor was deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture, collagen, and tamper tube were able to deploy from the device successfully. The complaint was able to be confirmed for a non-deployment pullout. The exact root cause cannot be determined. The likely cause was determined to have been an obstruction to the distal tip preventing proper deployment of the components. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
E3: occupation: ir theatre co-ordinator. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the involved angio-seal device failed to deploy following superficial femoral artery (sfa) stent procedure. The access was difficult, our clinician exchanged the guidewires and used a sheath to straighten the vessel, then the sheath was removed to allow the 8fr angio-seal placement. The angio-seal tracked smoothly and clicked to deploy the footplate as normal. When the device was pulled back, everything pulled out the vessel and the footplate had not deployed and was still inside the introducer despite the IFU being followed and working correctly. The ir team were unable to stop the patient bleeding via manual compression, therefore the patient was sent to surgery for intervention to stop the bleeding. There was no patient harm. Additional information was received 28 nov 2023: the doctor stated that access in this case was difficult and tricky, but had no issues with the guidewire insertion, sheath, or catheters, was tortuous anatomy. A pre-deployment angiogram was performed. The device was inserted with no issues other than a kinked guidewire on first attempt to seal, the doctor then got a new angio-seal and was able to insert with no problem but the whole device came out when the doctor pulled back. The blood loss was less than 250cc's. Patient was stable and ok but had to go to surgery to close the puncture site as both angio-seal and manual compression failed to close the puncture.